Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may take place at a later date.

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.